Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
An article titled lumbar disc replacement from the journal of spinal disorders & techniques, vol. 16, no. 4, noted that a patient, implanted with prodisc-l, had lateral implant malposition with back pain. Patient was returned to the operating room for revision at 6-8 weeks post implant.